Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the likely cause of the reported event is due to insufficient or inadequate reprocessing. Additionally, the light guide (lg) lens glue was peeled off due to physical stress by hitting/dropping distal end, chemical stress by chemical solutions, etcetera (etc.) Resulting in humidity invaded lg-lens which led to corrosion. Therefore, the root cause of the reported event is unable to be determined. The event can be detected and prevented by following the IFU sections: IFU states the detection method in evis exera ii tjf type q180v operation manual chapter 3 preparation and inspection IFU states the preventative measures in evis exera ii tjf type q180v reprocessing chapter 5 reprocessing the endoscope (and related reprocessing accessories) the event two (2) can be detected by following the IFU sections: IFU states the detection method in evis exera ii tjf type q180v operation manual chapter 3 preparation and inspection olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned as part of the asset return process, the forceps elevator had foreign material and the light guide lens had a stain inside. Additional findings were as follows: the suction cylinder had no color; grip had a scratch; due to damage on connecting tube, insulation resistance did not meet the standard value; due to burn on plastic distal end cover, insulation resistance value at distal end did not meet the standard value; due to damage of knob wire, fixing force of guide wire did not meet the standard value; and there was corrosion around the forceps elevator. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The evis exera ii duodenovideoscope was returned as part of the asset return process. During routine inspection of the device by olympus, the forceps elevator had foreign material and the light guide lens had a stain inside. There was no procedural or patient involvement associated with this event. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.